Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. It is suspected the battery prematurely depleted past end-of-life (eol). The device was explanted.